Event description:
It was reported an angio-seal device was deployed following a percutaneous transluminal angioplasty procedure in 2004. The pt complained of leg pain during placement of the tension spring. An angiography revealed an occlusion of superficial femoral artery due to a lesion. It was confirmed the angio seal device was placed on/ or near the bifurcation of superficial femoral artery; the diameter was narrow due to the lesion around the puncture site. The lesion was surgically detached and blood flow was restored. The pt's postoperative course was fine. The physician felt the difficulty was due to the puncture site being near the bifurcation and the lesion around the puncture site. An angiography was performed prior to the procedure, however the lesion was not identified due to the angle of the angiogram.